Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: motor error alarmed during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump received with minor scratched display window cracked case at display window corner and cracked reservoir tube lip.